Event description:
It was reported by the customer that in a pyxis medbank system medication order not showing. The customer reported that the medication augmentin was not showing on a patient's profile. This malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to add patient to the machine. A technical support specialist enquired that the pharmacy was unable to find patient, as the user was unaware of functionality. Logged into mql and found that the patient is not in active state. Also the user confirmed they will call back if further assistance is needed. The serial number, UDI and manufactures details kept blank since the given asset information found to be generic medbank. The system functioned as intended.